Manufacturer narrative:
(B)(4). Batch # r92r9c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade was hitting on the uterine manipulator and broke off. The blade was retrieved. The procedure was completed using a like device of the same product code. There were no patient consequences reported. One device will be returned.